Event description:
On (B)(6) 2022, neotract was made aware of a patient who received a successful prostatic urethral lift (pul) procedure that day. During the procedure, it was noted that six devices did not properly deploy the implant. It was reported that they appeared to fail as a result of patient anatomy. Investigation of one of the returned devices on 2 august 2022 identified that a 2mm needle fragment was missing and unaccounted for. The physician was notified and reported that he removed the needle fragment immediately during the case. No patient adverse events were reported, and the patient was reported as having no issues.